Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date to treat urinary incontinence. Concomitantly, the patient underwent a total abdominal hysterectomy and anterior repair. After two months, the patient experienced a recurrence of the symptoms. The mesh was felt to be displaced. The patient underwent another procedure and the sling was replaced with a different sling. Additional information has been requested.